Event description:
It was reported that the buttons on the customer's insulin pump were sticking. The customer's blood glucose was 149 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response, due to flattened esc button on dome switch. No stuck buttons noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.